Event description:
It was reported that during a surgical procedure at the user facility the device had allegedly overheated. The procedure was completed successfully using an alternative device. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.